Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2352-50. Serial: 7071491. Batch: 7071491.

Event description:
It was reported that during an implant procedure the physician found out that the patient had an infection at the low back. It was noted that patient was asymptomatic and that the infection was not procedure related. The implant procedure was cancelled and the patient was placed on antibiotics.